Event description:
Additional information was received that recurrent high shock lead impedance alerts have been received for this ICD and rv lead system. No adverse patient effects were reported. The system remains in service and the plan is to continue to monitor.

Manufacturer narrative:
--

Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed high out of range (oor) right ventricle (rv) shocking lead impedance (sli) measurements. There were no noisy signals observed and all other lead measurements were within normal range. Boston scientific technical services (ts) suggested performing commanded r ¿wave synchronization shocks or lead replacement. Additional information indicated that no commanded shock was performed nor was planned. The physician planned to continue monitoring this patient via patient remote monitoring system and routine device follow-up. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the shock impedance measurements continued to be intermittently high, and the rv pacing impedance measurements had gradually decreased. The last shock which was delivered revealed shock impedance measurements of 71 ohms and therapy was appropriate and successful at converting the arrhythmia; however, the therapy induced an atrial arrhythmia. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.